Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the lamp did not light and the fan did not turn due to a blown thermal fuse. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the halogen light source lamp did not light up. The issue was found during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was also observed that the fan could not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available